Manufacturer narrative:
Article: shaw, gary, philip sechtem, emily dowdy, and jeff searl. "Predictors of laryngeal complications in patients implanted with the cyberonics vagal nerve stimulator." (2006): 260-67.

Event description:
It was reported in a scientific article that a vns pt experienced vocal cord paresis having a "significant decrease in mobility on both abduction and adduction of the left true vocal fold" three months after vns implantation. Moreover, the pt underwent phonation recording pre and post vns and it was noted that after having vns in place, the phonation time decreased, leading to the conclusion of the author indicating "long term vocal fold and phonation problems may also be related to the pulse generator stimulus intensity and duration." At the moment it is unk if any interventions were taken as good faith attempts have been unsuccessful to date.